Event description:
Pt's pump is constantly alarming but not giving any kind of error message. No further info is known. Pump in use at time of fault: yes. Pump is being replaced, no ade reported as result. Defective pump is being returned. Dose or amount: 18 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.